Event description:
Chief of neurosurgery used to remove metastatic tumor and the suction was too strong. The surgeon continued to perform surgery manually. The pt had not suffered any adverse effects as a result of the incident. Surgery was prolonged approximately 30-45 minutes.